Manufacturer narrative:
The insulin pump powered up properly after battery installation and there was no blank display anomaly. The insulin pump was received with missing segments due to cracked zebra connector. The device was unable to perform operating currents, self-test, unexpected restart error alarm test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and displacement test. The device was unable to verify the off no power alarm and low battery alarm due to missing segments. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call cosmetic damage, off no power anomaly and partial display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was dropped. Troubleshooting for partial display was performed. Customer advised there was a blank line across the display screen which made it difficult to read the insulin pump. Customer advised the display screen was scratched. Troubleshooting for off no power anomaly was performed. Customer replaced the insulin pump with a new battery and the anomaly persisted. Customer advised they receive the off no power alarm for the second time in less than 24 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.